Event description:
Caller reported a malfunction on the pump and there were no notable events prior to this issue. The caller's blood glucose levels did not exceed 500 mg/dl; thus, there was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so, ensuring they could continue using the pump without recurrence of the malfunction. The caller was advised to call back if any further issues arose and confirmed understanding of these instructions.